Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation:no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001496046 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
Description of the problem (what / why) - valve cut off how many times did the defect occur - once medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes safety problem - no problem solved - yes how was the problem solved / additional information - valve change photo / sample available - no safety valve broken / damaged / defective - damaged safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes impact on patient - valve change contact with blood / body fluids - no indication / not applicable change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - (B)(6) 2023 where is the catheter located: in the abdomen or chest? - chest connected device (pleurx/peritx/brand) - 50-7050. Procedure performed by - worker performed at - hospital additional information - none / not relevant

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401 patient problem code: f26

Event description:
Description of the problem (what / why) - valve cut off how many times did the defect occur - once medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes safety problem - no problem solved - yes how was the problem solved / additional information - valve change photo / sample available - no safety valve broken / damaged / defective - damaged safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes impact on patient - valve change contact with blood / body fluids - no indication / not applicable change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - 2023-01-23 where is the catheter located: in the abdomen or chest? - chest connected device (pleurx/peritx/brand) - 50-7050. Procedure performed by - worker performed at - hospital additional information - none / not relevant